Event description:
Dexcom g6 sensor reading 106 mg/dl. Finger stick reading 65 mg/dl. Dangerous low and dexcom is off greater than 20% mard (mean absolute relative difference). "Profanity" terrible company responsible for plenty of diabetic deaths I am certain. Shame on you FDA for letting dexcom operate in such a way. They should be sued to oblivion.